Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the universal modular electric/battery double trigger handpiece did not have enough power and the first clamp did not work. There was no harm or delay reported, and procedure was completed with an alternate device.